Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a procedure. It was reported that the long screw for the stealth air arm was broken. Site used a different instrument to proceed. The procedure was completed with the use if navigation. There was no delay to case. No known impact on patient outcome.